Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump had failed alarm and low battery alert to the replace battery alert or replace battery now alarm but new battery did not resolved the issue. The blood glucose at the time of the incident was 134 mg/dl. The customer was assisted with troubleshooting. The device will not be returned for analysis.